Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The caregiver reported that the user's hearing performance with the device worsened since (B)(6) 2021. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, in situ measurements showed two channels involved in a short circuit already in 2020 due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The caregiver reported that the user's hearing performance with the device worsened since (B)(6) 2021. The user has been re-implanted.